Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The customer does not allege a deficiency with the machine or disposable and attributes the cause of the reaction to the fresh frozen plasma used as replacement fluid. A review of the lot for similar reports was carried out, none have been reported. The run data file (rdf) was analyzed for this event. Rdf analysis shows that the spectra optia system operated as intended for the procedure. Root cause: this disposable set was unavailable for specific root cause analysis. The signals in the run data file do not explain the patient¿s reported allergic reaction. The root cause for the patient reaction is likely related to an allergic reaction to the fresh frozen plasma replacement fluids. Procedural warnings to the operator in the spectra optia apheresis essentials guide states, "when using biologically-derived replacement fluids, closely monitor the patient for reactions".after the customer ended the procedure early due to the patient reaction, she was unable to unload the disposable. A service call was placed for the equipment, and it was discovered that the return rotor was missing a urethane washer. The missing urethane washer on the return pump rotor is the root cause for difficulty of unloading the set after the procedure, but is not related to the patient reaction. The missing part was replaced.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that the patient was having a reaction to the fresh frozen plasma (ffp) replacement fluid used during a therapeutic plasma exchange (tpe) procedure. Approximately 40 minutes into the procedure, patient developed itching and red rashes. The customer disconnected the patient and ended the procedure early. Three doses of benadryl IV (25mg) were given after the reaction. The patient's heart rate increased to 130 beat per minute after the benadryl was given, but then the reaction was resolved by the medication and the patient is currently stable. The customer declined to provide the patient identifier. The disposable set is not available for return because the customer discarded it. This report is being filed due to medical intervention via benadryl IV.